Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The reported feedback suggests that there was a leakage. Fluid splashed when the operator removed the luer slip syringe that was connected to the bd maxzero connector. From the reported information there are no indications of serious injury to the patient however, fluid splashes occur to the operator.